Event description:
It was reported that during routine maintenance performed by the customer, the cardiosave intra-aortic balloon pump (iabp) failed the safety disk test. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, arrived at the site, tested the machine, and failed the safety disk test. Replaced the safety disk in the pneumatic module. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.